Manufacturer narrative:
The reagent lot number was 765185. The expiration date was not provided. General reagent issues were excluded as the result believed to be correct was obtained with the same reagent. The investigation is ongoing.

Event description:
There was an allegation of questionable hemoglobin a1c results from the cobas c513 analyzer commercial system. The initial result was 7.96 %. The patient questioned the results as it did not agree with her history. The sample was repeated and the results were 5.02 % and 5.26 %.

Manufacturer narrative:
The field service engineer checked the washing of the rinse arm, adjustment of the gear pump, and the photometer. He cleaned the water canister, water filter, and the reagent and sample probes. He replaced one of the reagent probes as it was slightly bent. He confirmed the test and the module were running within specifications. The customer performed the monthly maintenance of replacing the cell and lamp and cleaning the water tank. The investigation could not determine the specific cause of the event. The issue appeared to be resolved after the service actions.